Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the customer reported complaint. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint of a defective port on the iesu. Issue is due to a component failure. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk1176. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the one of the monopolar port of the iesu would not work and the fse replaced the iesu to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, one of the monopolar port of the integrated electrosurgical unit (iesu) did not work. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the system functionality was reportedly checked prior to use, and no issues/errors were noted. Ports were placed on the patient at the time of the event. The customer used the other monopolar port to continue with the procedure. The procedure was completed successfully with no patient injury.